Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited charge circuit timeout and excessive charge time. The battery voltage displayed as ¿n/a.¿ the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis confirmed the reported charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery and an external supply. The results were consistent with the device battery causing longer charge times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).